Event description:
It was reported that the lead exhibited intermittent high impedance on the sense/pace portion of the lead. Fracture was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The event reported in the field was confirmed in the laboratory. The distal coil and svc cables were broken at approximately 22.9cm from the connector pin. This caused the reported impedance measurement anomaly. The damage found is consistent with fracture produced by fatigue. The inner insulation was damaged in the same area.